Event description:
It was reported that a patient died coincident with peritoneal dialysis therapy. The cause of death was cardiac related. The patient presented to the ER with a non st elevation myocardial infarction (non-stemi) and was admitted to the hospital on the same day. The non-stemi event was manifested by nausea, vomiting, confusion, cardiogenic shock, and lactic acidosis. Treatment for the non-stemi was left heart catheterization, which was performed three days after admission. It was reported the patient refused further treatment for cardiac issues. The patient was discharged from the hospital and died away ten days later at home. An autopsy was performed; however a death certificate was not available. It was reported peritoneal dialysis therapy was ongoing. The patient was not performing therapy at the time of death. Additional information is not available.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). Should additional relevant information become available, a supplemental report will be submitted.